Manufacturer narrative:
Visual inspection performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the patient¿s challenging anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left av fistula in the arm with tight stenosis. The 6x80 armada percutaneous transluminal angioplasty (pta) balloon ruptured during the first inflation at 8 atmospheres. A non-abbott balloon was used to complete the procedure. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.